Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call the buttons were not reacting sometimes. The customer¿s blood glucose level was 150 mg/dl. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that there was no response from any button and all buttons were not working. The father stated that sometimes buttons were not going to work and it was now more frequent that the button was not responsive. Customer stated that block mode was inactive and an alarm was not in progress at the time the button was unresponsive also bolus menu is available and they are not seeing 0.0 when attempting to program a basal. Customer stated that the button was not unresponsive during an easy bolus attempt and also easy bolus feature was on. The customer was advised to remove battery from pump and replace with a recommended new or fully charged aa battery but buttons were responsive. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive keypad at the "down", "left" and "back" buttons due to moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to unresponsive keypad.